Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard femoral component, catalogue# 183032, lot# unknown. Vanguard bearing, catalogue# 183462, lot# unknown. Biomet tibial tray, catalogue# 141225, lot# unknown. Biomet patella, catalogue# unknown, lot# unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent left primary total knee arthroplasty. The patient underwent revision of poly due to arthrofibrosis approximately 4 years later.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.